Event description:
On november 11, 2021, olympus medical systems corp. (Omsc) received the literature titled "bowel function after laparoscopic right hemicolectomy: a randomized controlled trial comparing intracorporeal anastomosis and extracorporeal anastomosis". The purpose of this literature was to compare short-term (30 days) clinical outcomes between intracorporeal (ic) anastomosis and extracorporeal anastomosis (ec) in totally laparoscopic right hemicolectomy. In the literature, it was reported as follows; the study comprised 117 patients undergoing laparoscopic right hemicolectomy who were potentially eligible for inclusion. Of these, eight did not agree to participate in the study. The remaining 109 patients were then randomized, 56 to extracorporeal anastomosis (ec) and 53 to intracorporeal (ic) anastomosis. All consecutive patients aged 18 years or older with a benign or malignant right-sided colon neoplasm that was undergoing a laparoscopic right hemicolectomy were considered. The procedure consisted of medial to the lateral laparoscopic mobilization of the right colon followed by dissection of the bowel together with blood vessels and the accompanying mesocolon and lymph nodes. For vessel sealing, we used either ethicon harmonic ace®, olympus thunderbeat®, or medtronic ligasure® (according to the surgeon¿s preference). Greater vessels were clipped with titanium clips. In cases of extracorporeal anastomosis (ec), the specimen was extracted via transverse mini-laparotomy in epigastrium, which was protected with applied medical alexis wound protector® and used for the extracorporeal anastomosis. In cases of ic, the specimen was extracted via pfannenstiel incision. Ec anastomosis was hand-sewn with a single-layer continuous suture using 4-0 pds. Ic anastomosis was performed using a 60 mm stapler and the hole was closed using a v-loc suture. Follows complications were reported. *cd grade 1-2: 20cases (include pulmonary complications, ileus, hematoma) *anastomotic leakage needed re-operate: 2cases *bleeding needed re-operate: 2cases *ICU admission for observation due to their general health condition prior to surgery: 2cases the complications of cd grade 1-2 were not serious injuries. Whereas, omsc assumes that anastomotic leakage needed re-operate, bleeding needed re-operate and ICU admission were serious injuries since these complications might be caused or contributed to a death or serious injury. The anastomotic leakage needed re-operate can be denied a relationship with the subject device due to anastomosis being hand-sewn. The ICU admission for observation re-operate can be denied a relationship with the subject device due to general health conditions prior to surgery. The bleeding needed re-operate cannot be denied a relationship with the subject device due to the vessel sealing used by the subject device. Therefore, omsc assumes that bleeding needed re-operate was an adverse event to submit a medical device report (MDR) of the subject device. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. This report is regarding bleeding needed re-operate.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.